Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout, e315 incompatible scope error. A root cause could not be identified. Based on the results of the investigation, the cause of the image blackout (no image) and e315 incompatible scope error was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope displayed no image. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.